Manufacturer narrative:
The customer stated that their qc recovery was acceptable. The field service engineer (fse) inspected the module and found the sipper nozzle to be worn. He then replaced the sipper nozzle and cleaned the ise bath assembly. He performed a reagent prime and multiple ise checks. He did not observe any noise errors. He verified the module's performance with a 21-cup precision test with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for three patient samples tested on the cobas 6000 c501 (ul) v. The reporter stated they have recurring ion-selective electrode (ise) noise errors. The reporter was able to provide one example of a discrepant result: the initial result was reported outside of the laboratory. The initial sodium result was 131 mmol/l. The repeat result was 138 mmol/l. The initial chloride result was 110 mmol/l. The repeat result was 99 mmol/l. The repeat results were deemed correct. The electrode lot numbers and their expiration dates were requested but not provided.